Manufacturer narrative:
Continuation of d10: product ID 3058 : product type implantable neurostimulator product ID 3058 : product type implantable neurostimulator product ID 3058 : product type implantable neurostimulator product ID 3058 : product type implantable neurostimulator product ID 3058 : product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: 3058, product ID: 3058, product ID: 3058: unknown; product ID: 3058, product ID: 3058,a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Citation: irwin, m.p., yu, y., turner, c.e., et al. (2025). Patient experience with sacral neuromodulation for faecal incontinence ¿ a multi centre, longitudinal cohort study. International journal of colorectal disease. (2025) 40:84. Https://doi.org/10.1007/s00384-025-04870-5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding patient experience with sacral neuromodulation for faecal incontinence ¿ a multi-centre, longitudinal cohort study. Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: interstim ii. Among all patients adverse events / device product performance issues included: 1. Six patients experienced pain and had neuromodulator repositioning. 2. One patient experienced pain and had the neuromodulator explanted. 3. Three patients experienced infection. No patient with infection required explanation. 4. Four patients had symptom recurrence which was the primary reason provided for their neuromodulator explantation. 5. Two patients provided pain and resolution of symptoms despite a depleted battery as reasons for explantation. 6. Three patients experienced haematoma and required drainage. No further information was provided pertaining to medtronic products.